Manufacturer narrative:
(B)(4): tb-0535fc hand piece was exchanged with another similar item and the procedure was completed with no further issues. (B)(4): based on the evaluation, the reported complaint was not confirmed. No probe errors or damage noted. However, the teflon pad is worn, partially split with exposed metal. The wear characteristics of the teflon pad are consistent with mishandling. Per IFU: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ (B)(6) april 24, 2019.

Event description:
Olympus was informed that during the tlh procedure probe damaged. No patient involvement. Procedure was completed using the similar device with no further issues. The device has returned to olympus for evaluation and based on that the teflon pad is worn, partially split with exposed metal.